Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (date not reported) for unknown reasons. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery in (B)(6) 2009 (day not reported) and (B)(6) 2009 (day not reported) due to infection. Subsequently, the device was explanted (B)(6) 2009 (day not reported). This report is filed october 19, 2015. The device is currently unavailable.